Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low blood glucose level. Customer's blood glucose level was 50 mg/dl. It was reported that they had high blood glucose level of 250 mg/dl. It was reported that they failed to lower their blood glucose level. It was reported possible leaking at the infusion set. The device will not be returned for analysis.